Event description:
--

Manufacturer narrative:
Subsequently, this lead was removed from service and replaced with another boston scientific lead without reported complications. The explanted lead is intended to be returned for a (B)(4) evaluation.

Manufacturer narrative:
Upon return, this lead was thoroughly analyzed. Visual inspection confirmed a complete lead with visible setscrew marks and damaged trilumen insulation. Laboratory engineers classified the trilumen insulation damage as webbing damage. All conductors at the damaged location were intact and fully insulated. The damage does not appear to have caused any electrical issue as the lead passed all electrical testing. There was no external damage to the trilumen insulation at this location, thus, no conductor expose. Damage was located approximately 32-33 cm from is-1 pin. Location and type of damage is likely due to entrapment in the clavicle/ first-rib region.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a high out of range pacing impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be updated.